Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that the liners were assembled to the shells as intended. The liners showed anti rotation scallops and elevated rim flush with the shell as intended when assembled. Liners exhibit damage to the elevated rim. Liner inner spherical surfaces show indentations and scratches from attempted use. Shell rims show scratches. No other damage was noted. No problem was found with the returned devices. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00939, 0001822565-2023-00940, 0001822565-2023-00941. D10: cat #: 00875304801/lot #: 65468500/48mm o.d. Size gg porous uncemented with cluster holes shell use with gg liners. Cat #: 00875200832/lot #: 65587506/32mm i.d. Size gg elevated rim liner use with 48mm o.d. Size gg shell. Cat #: 00875200832/lot #: 65574345/32mm i.d. Size gg elevated rim liner use with 48mm o.d. Size gg shell. G2: india. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the liner would not assemble with the cup. Another liner and cup of the same size were used, but also would not assemble correctly. The surgeon then, reamed the bone a second time with one size greater than anticipated and these devices were able to function properly and were implanted. It was reported that no further information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.